Manufacturer narrative:
Initial reporter foreign postal code: (B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The surgeon was using a gold tapered all 3.8 due to soft bone, and as the anchor was being inserted it broke in half. All pieces were removed from the patient. A back-up device was available for use. No patient injury or other complications were reported.